Manufacturer narrative:
A ventilator was reported failing pre-use checks. Our field service engineer investigated the ventilator on site and found issues in a pressure transducer. The failing pressure transducer printed circuit board (pcb) was returned for investigation, but no logs were provided. Visual inspection of the pcb indicated dirt on the board. Deviations were also found by measuring a resistor bridge on the board. The pressure transducer pcb was mounted in a reference ventilator for simulated use testing and failed pre-use check. It was found that the pressure sensor on the pcb measured a false high zero-pressure value the sensor. Microscope images showed dirt on the pressure sensor. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by defective pressure sensor on the pressure transducer pc board.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).